Manufacturer narrative:
Attempts to recreate the event as originally reported were unsuccessful. The educator mentioned that a towel had been placed over the resident's legs and around the upper body and that this might have hidden the fact that the corner of the seat of the lift was probably still over the top edge of the tub when the tub was raised. Based on the space between the tub and the shelf, this is a likely occurrence. As the staff raised the tub up to drain, the caregiver may not have seen the edge of the lift over the tub shell and mistook the resident falling for the resident "reaching" for something on the shelf. Both the staff educator and the con agreed this was likely the cause. The manufacturer concludes the lift tilted due to a user error. Instructions for use were not followed and the lift was tilted by the tub being raised and hitting the lift from underneath, making it tilt. The situation is clearly described and highlighted in product literature and at inservice. Arjo has suggested a designated area to temporarily park the resident and lift when not inside the tub. Staff have been advised to not turn their back on the resident at any time (to not leave the resident unattended). Additional inservice education will be scheduled with the staff in 2007.

Event description:
The facility reports after the bath, the resident was removed from the tub while on the lift. The resident was placed by the side of the tub near the head end of the tub. The lift/resident were placed between the tub and a wall. The caregiver claims to have seen the resident reach for something on the shelves located on the wall nearby. According to the caregiver, the chair became unbalanced and tipped. The staff grabbed the resident's head to protect it during the fall. The brakes were not applied. The resident sustained a laceration to the left elbow and minor skin abrasions. The staff member later admitted to the staff educator that she was raising the tub to drain quicker at the time of the incident. The staff had mentioned that it took three people to place the resident onto the hygiene chair prior to the bath, due to the resident's resistance. The resident was calm during the bath.